Manufacturer narrative:
Additional information received on 03/06/2017 states that the official cause of death was "left parietal intracranial haemorrhage with intraventricular extension. An autopsy was not conducted and the device will not be returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was lying in bed when he developed right sided hemiplegia and the ambulance was called. The patient was transported to emergency department (ed). A computerized tomography (CT) head was performed and showed a large left side intracranial hemorrhage with intraventricular extension with subsequent development of obstructive hydrocephalus in frontal parietal area. The patient had been on warfarin, aspirin and clexane as the international normalized ratio (inr) was subtherapeutic at 1.9. The blood pressure (bp) had been eighty-four (84) on a recent clinic visit but the patient had episodes of hypertension previously with the bp being 102/88 and 104/90. The anticoagulation was reversed in the ed. An external ventricular drain (evd) was inserted which became blocked on the (B)(6) 2017 requiring reinsertion in the operating theater. The patient was also loaded with keppra. The patient was admitted to the intensive care unit (ICU) and ventilated. There were no issues with the ventricular assist device (vad) except for an occasional low flow alarm. The patient was eventually extubated as they were self-ventilating. However, the patient was not communicating and was only intermittently obeying commands. The patient continued to have right sided hemiplegia. The plan was made to palliate the patient and withdraw support. The patient died on (B)(6) 2017.